Manufacturer narrative:
Corrected data: investigation evaluation-further review of the record identified the lot number has been provided. A thorough review of the device history record did not observe any nonconformances associated with complaint lot number; 6374318. A search of the manufacturer's complaint database revealed this record to be one(1) of two (2) reported complaints associated with complaint lot number; 6374318. Reference 1820334-2017-01758 for the related record. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.

Event description:
International customer reported that a redo single lumen tpn catheter " broke down because of traction." No further event or patient details were provided. There is no indication of any adverse patient consequence. The circumstances and handling conditions leading to the event were not provided. Multiple attempts were made for additional information; no additional information was provided as of the date of this report. Per the italian ministry of health form now translated into english: "the catheter broke near the clamp, breaking along the course." The device has been repaired. Also, per the customer, this catheter was placed in the patient's thorax.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a redo single lumen tpn catheter " broke down because of traction." No further event or patient details were provided. There is no indication of any adverse patient consequence. The circumstances and handling conditions leading to the event were not provided. Multiple attempts were made for additional information; no additional information was provided as of the date of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: warnings: ¿silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow¿. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.